Event description:
Intraocular lens opacification. S/p cataract extraction with iol left eye in 2001. Pt returned to surgery 15 days later for intraocular lens exchange. Defective? Lens scratched during insertion?